Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was returned with the tube (working length) broken in the middle section and separated for the stopcock valve, no other anomalies were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A flexima¿ apdl was selected for use. During patient turning, the staff was holding the chest tube for safety purposes; however, it was noted that the tube broke. The device was removed from the patient's body. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A flexima apdl was selected for use. During patient turning, the staff was holding the chest tube for safety purposes; however, it was noted that the tube broke. The device was removed from the patient's body. No patient complications were reported and the patient's condition was stable.